Event description:
Information received from the field does not address the patient's clinical status but notes that the patient went to cardiac rehabilitation on 03/18/97 and that the device went to atrial-ventricular pacing at a rate of 120 bbpm.